Manufacturer narrative:
There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. Depending on the severity of the leaflet immobility/leaflet restriction, it may not require intervention or it may require intervention. If intervention is indicated or required, it is reportable. In this case, intervention was required. The device was not returned for evaluation as it was unavailable. Therefore, the root cause for the leaflet immobility remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 27 mm aortic valve implanted 13 years, nine months, was explanted due to leaflet restricted motion and slight sclerosis. It was reported the leaflets were stiffened and movement of one was limited at explant. It was reported the patient needed a bentall procedure. The explanted device was replaced with a 27 mm aortic valve. The patient tolerated the procedure well and was advanced to the CT ICU in guarded condition. The patient was discharged home on post-operative day six.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.